Manufacturer narrative:
No.

Event description:
On (B)(6) 2025, a three-way urinary catheter was placed postoperatively. After the patient coughed, the three-way urinary catheter balloon ruptured, causing the catheter to dislodge.